Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed motor error and no delivery. The customer's blood glucose level was unknown. The customer performed the displacement test and it passed. The customer was informed that the alarm was caused by a connection issue. The customer was advised to monitor the device and call back if issues persisted. The customer disconnected the call prior to no delivery alarm troubleshooting. Nothing was replaced or returned.